Event description:
It was reported that during a prostate vaporization procedure, after 34792 joules and approximately 3:30 minutes had been expended, it was noted that the front of the fiber broke off and began to fire forward. The fiber was exchanged and the second fiber was utilized to complete the procedure. No injury reported.

Event description:
Additionally it was reported that the fiber was in good condition after unpacking and preparation. The device was inside the patient when it was observed that the tip detached and it began to forward fiber.

Manufacturer narrative:
The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.